Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an unrelated issue. The caregiver checked the alarm log, but no alarms were noted to have occurred prior to the system error 2367. There was nothing unusual noted with the supplies that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.